Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4074 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6)2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("displaced essure") and device breakage ("causing the bleeding however there was remaining remnants that were not able to be removed") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female and vaginal bleeding. Previously administered products included: tylenol for pain, zofran [ondansetron] for vomiting and acetaminophen and nozin. As concurrent condition the report mentioned pelvic discomfort. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criterion intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and myomectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report: pathologic interpretation: a. Right fallopian tube: unremarkable fallopian tube. B. Intrauterine device old: intrauterine device, see gross description. C. Left fallopian tube: unremarkable fallopian tubefibroid: leiomyoma uteri, 2.3 cm. Operation performed: laparoscopy diagnostic possible hysterectomy, hysteroscopy preoperative diagnosis: vaginal bleeding. Specimens received: a: right fallopian tube b: intrauterine device old c: left fallopian tube d: fibroid gross description: ¿iud device¿ is a essure structure, metallic, measuring 0.5 x 0.2 x 0.1 cm. [Physical examination] (date unknown): vitals & measurements: bp: 152/85 ht: 165 cm wt: 67.35 kg bmi: 24.74 quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 01-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 4074 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("displaced essure") and device breakage ("causing the bleeding however there was remaining remnants that were not able to be removed") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain female and vaginal bleeding. Previously administered products included: tylenol for pain, zofran 4 zydis for vomiting and acetaminophen and nozin. As concurrent condition the report mentioned pelvic discomfort. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required) and device breakage (seriousness criterion intervention required). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and myomectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): surgical pathology report: pathologic interpretation: a. Right fallopian tube: unremarkable fallopian tube. B. Intrauterine device old: intrauterine device, see gross description. C. Left fallopian tube: unremarkable fallopian tubefibroid: leiomyoma uteri, 2.3 cm. Operation performed: laparoscopy diagnostic possible hysterectomy, hysteroscopy preoperative diagnosis: vaginal bleeding. Specimens received: a: right fallopian tube b: intrauterine device old c: left fallopian tube d: fibroid gross description: ¿iud device¿ is a essure structure, metallic, measuring 0.5 x 0.2 x 0.1 cm. [Physical examination] (date unknown): vitals & measurements: bp: 152/85 ht: 165 cm wt: 67.35 kg bmi: 24.74 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation & device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event medical device removal is replaced with device dislocation & device breakage added .medical history & lab data added including pathology test. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.